Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported blades from paks were very blunt during cataract surgeries with intraocular lens (iol) implant, they could not make a cut especially when the eye was hypotonic. Several times there were two blades used for a surgery. Surgeries were harder to be performed and there were minor delays. There was no harm to the patients, all surgeries were successful. Additional information has been requested. This is one of two reports being filed for this facility. This report is for the unknown knife type.

Manufacturer narrative:
Samples were received loose in a biohazard container along with other loose products therefore, an evaluation could not be performed. The actual lot number remains unknown however, a review of the related device history records for the possible lot numbers has been performed. The product was released based on the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the possible lots for this reported issue. As samples were not properly sent to investigation site and the device history record review of the possible lot numbers indicate that the product was released according to product¿s acceptance criteria, the root cause for the defect experienced by the customer cannot be determined. (B)(4).

Manufacturer narrative:
Evaluation summary: no sample has been returned for evaluation; therefore, the condition of the product could not be verified. A review of the related device history records (DHR) for the two reported lot numbers has been performed; no anomalies were found. The product was released based on the product¿s acceptance criteria. No sample was returned and the device history record review of the lot number provided indicated product was released according to product¿s acceptance criteria, therefore the root cause for the defect experienced by the customer cannot be determined. The exact root cause for this complaint is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Defects, such as dull blades, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time.